Event description:
It was reported that the customer had a blank display and battery out limit on the insulin pump. The customer's blood glucose level was 400 mg/dl. The troubleshooting was performed. The customer confirmed that when she replaced her battery and she get a battery out limit as well, everything is still currently working now.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.